Event description:
Caller inquiring about rv lead warning from (B)(6)2020. Notable data shows >112,000 low impedance measurements ." Lead manufactured by st. Jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).